Manufacturer narrative:
Device manufacture date: august 25, 2017 - august 26, 2017. The device was received for evaluation containing approximately 20ml of fluid in the bladder. No rupture of bladder was observed. Visual inspection revealed leak/backflow at the fillport when the fill port cap was removed. Further inspection noted a particle lodged under the device checkband which was subsequently identified to be acrylic material via ftir spectroscopy test. Acrylic is the material of the device stress member. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation it was reported that a leak was identified at the fillport of the folfusor when the fillport cap was removed. There was no patient involvement. No additional information is available.